Event description:
The customer reported a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during drain 4 of 4. The baxter technical service representative (tsr) assisted the hp to clear the alarms and advised them to contact their nurse. During troubleshooting, there was nothing found that could have caused or contributed to the alarm. There was patient involvement, however, no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a follow up medwatch will be submitted.